Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately high. The pt obtained a 450 mg/dl and 447 mg/dl on their meter and took "glucose" [sic]. At the time of testing pt had no feelings in their hands or feet. Approximately 11 to 20 minutes later a reading of 220 mg/dl was obtained on the hospital's meter. Pt was treated with insulin. The customer service representative walked pt through two consecutive control solution tests and both results fell outside the specified range. The test strips were not expired, stored improperly, or opened long than the discarded date. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. Pt was experiencing symptoms when pt attempted to test, obtained a high reading, and treated themself for low blood glucose leves. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter, test strips, and control solution were replaced.